Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the lead implant site as a result of a medical condition they have. The patient underwent an explant procedure and is doing well postoperatively. The lead was discarded and will not be returned for analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.